Manufacturer narrative:
The field service engineer performed targeted maintenance on the instrument. In addition he confirmed ise alignments and found no issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable sodium results, for 4 patients, from the cobas 8000 cobas ise module. All repeat results were believed to be correct. The questionable results were reported outside the laboratory. The electrode lot number and expiration dates were asked for but not provided.